Event description:
Abutment fractured 7 months after insertion in pt.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Investigation results: the product was received back fractured into multiple pieces. The fracture appeared to start at the collar and progress down. Since the fracture occurred at the thickest part of the abutment and it fractured 7 months after insertion it is a possible user error. (B)(4).

Event description:
No serious patient injury.